Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, upon interrogation the device was at elective replacement indicator (eri) even though the previous follow-up in (B)(6) 2017 stated a remaining longevity of 8 months. Technical support analysis of the device session records indicated the battery depletion curve looked normal, and the remaining longevity was most likely overestimated during the follow-up in (B)(6) 2017. The device was explanted and replaced and the patient was stable with no consequences.